Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead was unable to be successfully implanted, as the physician thought the patient had a pneumothorax. As a result, the procedure was stopped. The patient did not have any problems, and two days later the implant procedure was successfully performed.